Event description:
It was reported that insulin gauge displayed amount different than expected on a previous day, showing a fill estimate of 50 units while customer believed cartridge contained 300 units of insulin. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge and agreed to receive email with cartridge loading resources, and technical support advised customer to call back for troubleshooting if problem occurred again.